Event description:
The customer ran the following tests on the same device within 1 minute: 92mg/dl and 212mg/dl. No adverse event reported and no treatment received. Caller states that the controls were run on a previous call with the manufacturer and fell within acceptable limits. Requested return of suspect device and replacement was sent.